Event description:
During the atrial fibrillation procedure, the physician alleged that there was a clinically significant delay. During geometry acquisition, the catheter would be in low confidence despite voxels present. The confidence would go in and out. The procedure was completed using the same device. There were no adverse consequences to the patient.